Event description:
On (B)(6) 2009, the pt reported that there was condensation in the cartridge compartment of his infusion device. The pt was not able to tell if the moisture smelled like insulin, but others with him stated the moisture smelled like "lotion" or "burnt." The pt stated that there was moisture on the outside of the insulin cartridge near the plunger. He stated that he does not recall spilling insulin in the cartridge compartment. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. No physiological effects were reported. The pt switched to his backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.